Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate mode switching caused by far r-wave oversensing and t-wave oversensing causing inhibition pacing were noted. Patient was asymptomatic and was in stable condition during all of the episodes. Programming changes were discussed. The patient will be monitored remotely.